Event description:
Medline spinal block 25g wht 5s "kit" - bu item#: (B)(6) that contains: bupivacaine hydrochloride in 8.25% dextrose injection, usp spinal 0.75% ndc: 73293-0002-02. The administering surgeon reports that the bupivacaine was not effective during spinal block. I attempted to report to medline, who would not accept the report. I did reach out to the manufacturer of the bupivacaine huons but have not yet received a reply.